Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-sep-2013, UDI#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 15 mg/ml of dilaudid at 6.5 mg/day and 21.1 mg/ml of bupivacaine via an implantable pump. On (B)(6) 2021, it was reported that the patient noticed a change in efficacy. There were no environmental/external/patient factors that might have led or contributed to the issue as far as the patient or doctor knew of. The pump was being replaced on (B)(6) 2021. When pump pocket was opened, the hcp noted that there was medication in the pocket. Upon further inspection with a dye study, a leak was found in the pump segment of the catheter. The damaged portion of the catheter was replaced. The event was considered resolved at the time of the event. Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the pump pocket was opened for exploration. The hcp reportedly decided to replace the pump because the pocket was already open and the pump was at least 4 years old. The pump was discarded but the catheter piece would be returned, pending backordered return mailer kits.

Event description:
(B)(6) 2022 rtg0339696, rtg0339696 update (con): additional information was received from the consumer (con). The patient reported that prior to the catheter replacement, they would get a full dose of drug and that would make them really crazy for a couple of days. The patient would go into withdrawal for 7-8 days, and then it would happen all over again. The patient stated that this lasted for eight months because their physician said it was not the pump. The patient stated that they lost 60 pounds after the therapy failure. The patient stated that they were very sick for a long time and could not eat or drink anything. The patient stated that they were in the hospital four to five times getting fluids, but they would not give them anything for pain because they had a pump. The patient stated that their blood pressure was all over the place. ***information omitted pertaining to previous pump failure in pe (B)(4)***

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body hole ¿ caused by deep abrasion¿ and ¿catheter body slice cut ¿ not related to explant damage¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.